Event description:
During an electrophysiology procedure using a view flex xtra ice catheter, the tip of the catheter fractured. As the view flex xtra ice catheter was being inserted into the pt's groin through a 11f introducer, the catheter tip fractured at the catheter shaft. There were no adverse consequences for the pt.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported fractured tip could not be conclusively determined.